Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and the post feature has fractured off. All pieces were returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Review of complaint history identified no additional similar complaints for the reported item and part and lot combination. Medical records were not provided. Investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the worn instrument return form that a knee instrument was returned and reported fractured. Fracture was found during spd/wash. No patient involvement.